Manufacturer narrative:
The event occurred at (B)(6). The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 10 months post-implant, it was reported that the patient had elevated lactate dehydrogenase (ldh) levels and signs of hemolysis. The patient was placed on the urgent transplant list and was successfully transplanted on (B)(6) 2014.

Manufacturer narrative:
The report of hemolysis was confirmed based on the evaluation of the pump. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus in the outlet stator. The thrombus was loosely seated on one of the stator blades and showed no evidence of lamination or denaturing, indicating that the thrombus did not form in the outlet stator. The thrombus could have contributed to the reported hemolysis. The evaluation could not conclusively determine the origins of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead (lead) found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operating on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. No further information is available. The manufacturer is closing its file on this event.